Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse was reported via phone call that, the customer was hospitalized on (B)(6) 2018 with high blood glucose of 424 mg/dl and vomiting and when customer was sent to emergency room and customer was throwing up. The customer wearing the pump at time of hospitalization. Customer was not able troubleshoot for high blood glucose. Customer also reported that, there were crack on the insulin pump. Customer replaced the battery last night and the pump is only showing that the battery life is one bar. The device will not be returned for analysis.